Event description:
A surgeon reports noticing a "clear foreign substance" on the optic of the intraocular lens after implantation. The incision was enlarged to accomodate removal and replacement of the lens. The patient has had a good outcome.